Event description:
Radial jaw three did not close completely. Problem noticed after operator met resistance while putting the radial jaw three forceps into the scope prior to use on the pt. No injury. Dates of use: (B) (6) 2010 - (B) (6) 2010.